Event description:
As reported by the field clinical specialist (fcs), 1 year, 11 months, and 8 days post-implant of a 20 mm sapien 3 ultra valve in the aortic position, the 20 mm sapien 3 ultra valve was noted to have stenosis. After a review of the CT scan, the s3u valve was underexpanded. An axillary cutdown was performed and another 20mm sapien 3 ultra resilia valve was implanted successfully within the initial valve. A 20mm true balloon was used to post dilate the valve for better expansion. An invasive gradient was obtained with a gradient of 0mmhg.

Manufacturer narrative:
The investigation is ongoing.